Manufacturer narrative:
A sample has not been received for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A root cause has not been identified. (B)(4).

Event description:
A customer reported that the system presented with low aspiration and inefficient ultrasound during surgery. The pak was exchanged and the procedure was completed with no harm to the patient.